Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Event description:
It was reported that on (B)(6) 2011 the patient underwent l4-5, l5-s1 anterior spinal fusion, right l4-5 decompression, l4-5, l5-s1, posterior spinal fusion in which rhbmp-2 was used.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that on (B)(6) 2011, the patient underwent an anterior lumbar fusion at l4-5, l5-s1 using rhbmp-2/acs placed inside of a femoral ring allograft. Following the surgery, the patient developed significant lower extremity pain. The patient underwent additional imaging and nerve conduction studies. A report from an independent medical examination performed by a neurosurgeon reportedly states directly that the patient is dealing with neuritis. The patient has never recovered from his surgery, and he has daily, disabling pain that prevents him from performing manybasic activities of daily living.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.